Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, when the surgeon flipped the scope image from 30 degree up to 30 degree down, the image flipped upside down. The customer stated they reseated the camera, but the image remained upside down. The customer stated they tried a new camera, and the new camera was working as expected. The customer was continuing with the case. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system logs and saw 23003 errors. The customer stated when rotating the collar of the camera, it was difficult to rotate. Tse recommended the scope return. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did occur after ports were placed. The issue occurred when the surgeon performed the rotation of the viewpoint to see for cut down on cuff. The image was inverted, and it was upside down and would not go back to original. The surgeon was slowly rotating the viewpoint when it went all the way and would not go back to original. The system did recognize correct scope. The surgeon did confirm the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the surgeon via user interface. The customer removed the scope from the field and sent it off. The procedure was completed with a different endoscope. There was no patient injury or harm.